Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver had a frayed cable. There was no report of patient involvement or no reported injury. On 01/15/2025, intuitive surgical, inc. (Isi) received user facility report mw5164066 stating: cacable fray discovered during procedure so instrument was taken out of service.